Event description:
It was reported that the spacer would not pass through the guide ring. It was bent to an oval shape. Operating room staff struggled with the cutter, but eventually cut the spacer and completed the case.

Manufacturer narrative:
(B) (4). Conclusion: the investigation shows that there is no sign of a material or production failure. Only strong force could have lead to this squeezing of the spacer guidance. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.